Event description:
As reported, the case involved the implantation of a 23mm sapien 3 ultra valve in the aortic position via a left subclavian cut-down approach. During the procedure, difficulty was encountered while advancing the delivery system into the esheath, as it became lodged in the blue portion. The delivery system and/or valve did not protrude through the sheath while inside the patient. As a result, the valve and delivery system were withdrawn together as a single unit within the esheath. Upon removal, damage to the valve frame was observed. The esheath showed liner strands, a tear in the blue portion, and kinking. The patient sustained a subclavian artery perforation while tracking through the vasculature. A covered stent was successfully deployed by vascular surgery, and the patient remained hemodynamically stable. A smaller valve was selected. A second system, consisting of a 20mm sapien 3 ultra resilia valve, was prepared and successfully implanted. Engineering evaluation showed frame damage was visible on the retrieved valve. Per medical opinion, the perceived root cause of the event was attributed to a stenotic subclavian artery.

Manufacturer narrative:
Reference no. (B)(4). The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided from the site and revealed the following: one (1) strut appears bent outwards at the inflow side of the expanded valve. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint was confirmed based on the provided imagery. Available information suggests patient factors (calcification) and/or procedural factors (high push force) likely contributed to the event as provided information indicated ''severe'' calcification of patient's vessels and it was reported that ''it was difficult to advance the delivery system into esheath and got stuck in the blue portion''. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. In addition, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact code and clinical code. Added new information to h.11 narrative. Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05819.